Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv: 30ml and erv: 4ml. The healthcare provider was calling following a refill earlier in the day. The hcp refilled with 40mls. There were no alarms. The patient's spasticity had increased over the past month ((B)(6) 2015). Last week, the hcp programmed a therapeutic bolus for the patient and they responded well but then their spasticity returned again. The hcp planned on a possible dye study and reading logs as the next steps. The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. (B)(4).